Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during drain of peritoneal dialysis therapy. The patient ended therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.